Event description:
The complainant reported a patient was attempted to being implanted with an impella cp device for mechanical circulatory support. During delivery, the device got kinked in the aortic arch and the wire was out, the physician was unable to overcome the kink issue. The device was explanted, and the kink was visible. The physician decided to implant a replacement impella cp. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issue. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely use related as the wire was removed before the pump had crossed the valve. Wireless re-access is not permitted per IFU 0048-9007. Impella cp with smartassist system. Instructions for use for the related event are as follows: section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this report is being filed as part of a retrospective review of historical records.